Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a reaming procedure a reamer irrigator aspirator drive shaft broke. Procedure was successfully completed with no delays. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): a review of the device history records was completed: criterion tool & die, inc. Manufactured the drive shaft ¿ minimum 360mm length ¿ for use with ria (reamer / irrigator / aspirator) part number 314.743, lot 5471386 (supplier lot 14780-01). The certificate of compliance indicates the lot was made to the relevant drawing and conformed to specifications. The lot was inspected and conformed to the tabulated synthes incoming final inspection sheet. There were no material review report, non-conformance reports, or complaint-related issues with this lot. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. An evaluation was performed on the returned device. As per received condition of device; the middle section of the driveshaft is broken about 20mm below the end of the helix. The fragment containing the helix and the hex tip was not returned. The reamer irrigator aspirator (ria) system is intended to clear the medullary canal of bone marrow and debris, size the medullary canal for implants or prosthesis, and to harvest bone and bone marrow in the treatment of osteomyelitis. The condition of the returned drive shaft is consistent with damage caused by the device being over torqued. It is critical for the reliable function of the drive shaft that a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm(standard drill speed)be used. The technique guide recommends that no reduction drive or drills with a torque greater than 6nm be used. Competitors¿ devices with a torque of up to 17nm are routinely used. Power equipment designed specifically for reaming must not be used. The use of an incorrect drive unit was over torqued the drive shaft the fracture of the shaft. Drawings were reviewed and determined to be suitable for the intended design and application. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.